Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion and urinary problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision on (B)(6) 2011 due to mesh erosion and extrusion.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011 due to mesh erosion and extrusion. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.